Event description:
The patient reported erosion of the neurostimulator. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2026. No further issues have been reported.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label, not performing an x-ray immediately after the implant procedure to confirm device placement, and implanting a damaged neurostimulator have been ruled out. Additionally, severe force being applied to the implant (patient fall, accident), excessive twisting or stretching, and improper surgical technique have been ruled out. However, the patient is a poor surgical risk as they are very thin and frail with poor skin quality and healing. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of erosion is due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient is a poor surgical risk as they are very thin and frail with poor skin quality and healing (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.